Event description:
The surgery center reported during a laser treatment, as the patient was moving, they had meniscus after the applanation. The surgery center proceeded and completed treatment including the side cut. The side cut had meniscus. The surgeon had not lifted the flap and possibly would perform a surface ablation. Through follow up, the laser procedure converted to a photorefractive keratectomy (prk) with the use of alcohol. No patient complications. Pre-op and post op of best spectacle corrected visual acuity (bscva) 20/15.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.